Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6)-2016. It refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion with lot number d46957 (expiration date 28-jan-2018) on (B)(6)-2016. During the procedure, in the operating room, the delivery catheter was introduced in the left tube. Upon release, the insert did not detach from the delivery catheter, the insert lost its form and stretched. The insert was partially removed, one part of the insert remained intratubal. It was tried to place another essure. Follow-up received on 02-mar-2016: (B)(4). Follow up information received on 08-mar-2016 from physician: the patient was (B)(6) years old at time of the events. The breakage was diagnosed during the placement. The instructions in the IFU were followed; there was no deviation from the insertion procedure as described in the instructions for use. Essure was not removed because of patient request. It was partially removed via hysteroscopy. One part of the insert remained in the left tube. The broken pieces were retrieved. There was no patient injury. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the insert did not detach from the delivery catheter. The insert was partially removed and one part of it remained intratubal. The reported events were regarded as a device deployment issue followed by device breakage. Only device breakage is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis has been requested.

Manufacturer narrative:
Follow-up information received on 11-apr-2016: despite follow-up attempts, no response was given to date. Follow-up received on 16-jun-2016 (B)(4). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint, system 1: visual inspection was performed and it was confirmed that all components are present, all IFU steps were not completed (initial rollback executed), inner catheter and delivery wire bonds were cured, no damages were observed on delivery catheter, micro insert not available for investigation, external fluids were observed on device. In regards of dimensional inspection, delivery catheter was in compliance with acceptance criteria as per inspection process. System 2: visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated, the micro-insert was attached to the system, micro-insert was found damaged (broken), micro-insert tip was found bent more than the 10-20º inclination acceptable range. Since IFU steps were not initiated, deployment of the micro-insert was not possible to be performed, consequently it is impossible a detachment of the micro insert. As per device condition, dimensional inspection was not able to be performed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the insert did not detach from the delivery catheter. The insert was partially removed and one part of it remained intratubal. The reported events were regarded as a device deployment issue followed by device breakage and are anticipated according to technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical complaint analysis was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).